Event description:
Customer reported receiving erratic readings. In blood glucose tests, customer received readings of 308 mg/dl, 326 mg/dl, and 92 mg/ml within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.